Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and patient experienced cardiac tamponade treated with a pericardiocentesis. It was initially reported that the carto 3 system displayed a force sensor disconnected error (error code 106) when the catheter was connected to the piu. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. The customer¿s reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. It was also reported that a pericardial effusion was noticed. The caller reported that the patient's blood pressure dropped as they were completing the procedure. The caller reported that the intracardiac echocardiography (ice) catheter was put back into the patient and the pericardial effusion was confirmed using ice. The caller reported that the medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. Additional information was later received indicating the patient's blood pressure dropped as they were completing the procedure. The ice catheter was put back into the patient and the pericardial effusion was confirmed using ice. Physician believes it was the transseptal (ts) puncture that caused the effusion, after the case he mentioned that when looking at the ice after ts, he thought that may be the case. It was noticed after pulling out of the la (left atrium) during ablation of the cti line. The patient was reported to have fully recovered. Although the physician¿s opinion is that the adverse event was cause by the transseptal puncture, the ablation catheter cannot be completely dissociated as a contributor to the event.